Event description:
A customer reported that during a cataract vitrectomy combination surgery, trocar did not cut. The procedure was completed on the same day by an alternate product. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. Sample was visually inspected and found to be nonconforming with bent tip and damaged cutting edge. Functional penetration testing was not performed due to damage of returned sample. A lot number was identified, however the lot does not contain a trocar lot number therefore, a device history review, complaint history review, and non-conformance review could not be conducted. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blade as the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All trocar blades are 100% inspected. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. The manufacturer internal reference number is: (B)(4).